Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Fifty retention samples were visually inspected with acceptable results. All the visual inspections related sleeves and needle were performed with acceptable results. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7081838. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Retention samples were evaluated and found acceptable. Manufacturing records (DHR) was revised and there is no indication of issues with the sleeves, needles and other components. (B)(4).

Event description:
It was reported a customer had a contaminated needle stick with a bd vacutainer® blood transfer device with luer adapter. She was fidgeting with the device and stuck herself. She went to the infection control office and to the ER to be evaluated. She was 7 weeks pregnant no other medical interventions were done at this time.